Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Inpen was also received with dose dial indicated faded off. Unit paired successfully to commercial app. Unit failed baseline and wireless functionality. App logbook displayed: 14u, 14u, 14.5u, 15u, 13.5u, 14u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.00ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: the customer concern of difficult to dial/dose could not be confirmed. However, inpen did not transmit accurate doses during testing. Customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the bottom of the inpen's cartridge holder was bent and the dose knob was difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and the customer was advised to discontinue use of the inpen and revert to backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105nnblna was requested and the customer response was that the device will be returned.